Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose level (bg) of 42 mg/dl due to pump needing basal settings adjustments. Reportedly customer fell out of a seat and required assistance from fire rescue. Customer as administered intravenous fluids of dextrose to address the low bg. Recommendation was made for customer to discuss event and pump settings with a healthcare provider.

Manufacturer narrative:
B3 (event date).